Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripsy had sometime transducer is not getting off. The issue occurred during service. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: a2, a4, a5, a6, b6, b7, e1, h6. Updated fields: d4, d8, d9, g1, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: transducer was not working, component failure of control board, and indicator light failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transducer not working and indicator light failure caused by a component failure of control board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.